Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) was giving error message, catheter restricted. The fse reported that the unit was also receiving autofill failure alarms. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.